Manufacturer narrative:
(B)(4). Device available for evaluation. Device evaluated by manufacturer. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A manual drop test was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not find any errors related ot the customer complaint. The reported event of an no audio output was not confirmed. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on 07/07/2015, to report that on (B)(6) 2015, their receiver did not have an audio alert when they went low which lead to them missing a rapidly declining hypoglycemic event. By the time the patient's wife was able to check the patient's blood glucose (bg), the patient was unconscious and the wife called the paramedics. The paramedics checked the patient's bg and it was at 22. They treated the patient with sublingual glucose to bringing his bg back up. The patient is reported to be fine now. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. Data was not provided for review. The reported events cannot be confirmed. A root cause cannot be determined. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.